Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced syncope episode that met the device detection criteria but was not recorded by the device. It was further reported that the patient experienced a complete atrioventricular block that was not recorded by the device. The icm was explanted and the patient was implanted with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was implanted in the right side of chest due to complete removal of the left breast. It was further reported that the icm experienced oversensing p-waves.